Event description:
It was reported that multiple instances have occurred in which aspiration with the arrow raulerson syringe (ars) yielded air instead of blood. In one reported case, a physician flushed saline through the introducer needle and observed leakage of saline from the needle hub. No patient injury, harm, or adverse health consequences were reported. The patient's condition was noted as "fine," and no additional medical intervention was required. Follow-up inquiries were made; however, the user facility was unable to provide additional details. Should further information become available, the complaint file will be updated accordingly. Associated mdrs: (specific event) and 9680794-2026-00436 (multiple events without additional details).

Manufacturer narrative:
(B)(4).